Event description:
According to the reporter, pre-operatively, when preparing for the setup, a handle error with red circle, slash and exclamation mark in the grey background occurred on the lcd. The green button was long pressed and hold, forced restart was performed, but the handle error did not improve. The usage was stopped and manual handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident that the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures leading to motor test failures.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no abnormalities. Functionally, the handle had 114 of 300 procedures remaining. Analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures leading to motor test failures. According to this data, the handle was running v29.6 software at the time of the fpga reset/reprogram failures. It was reported that there was a signia power handle error. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.